Event description:
It was reported that during the implant attempt, there was a problem with the setscrew on the device connector. The device was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed. There were no anomalies found. It was noted that the set screw was damaged.